Event description:
It was reported that the springs inside the battery compartment of the sitter select alarm unit was broken. No pt injury reported.

Manufacturer narrative:
Eval results: (other) - a visual inspection of the alarm shows that the battery door was damaged or missing and the battery connectors inside the alarm were damaged. The delay switch failed. The damaged or missing components were replaced and the alarm was returned to the customer.